Event description:
On november 25, 2007 at 10: 26am, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini is inaccurate high readings. On dec. 4, 2007, this medical affairs specialist contacted the pt to obtain/clarify more info. On six days prior to original date at 7am, the pt woke up asymptomatic and tested at "90 something mg/dl." The pt ate breakfast as usually, and took her insulin (unk dose). At 11:30am, the pt developed symptom of thirst and tested on the lfs meter at "315 mg/dl." She indicated that since she perceived that her blood glucose was relatively high, she had an all protein, non-carbohydrate lunch and took 6 units of humalog insulin. At 2:30pm, she tested on the lfs meter at 127 mg/dl and was asymptomatic. That afternoon she had received an IV vitamin c infusion. About 5-10 minutes later, (approximately 3:30pm), she started to feel "low blood sugar, weak, spacey, and not focus" and tested on the lfs meter at "330 mg/dl." The pt indicated that she trusted the meter's reading at that time and thought that her symptoms were a result of being relatively high. The pt took 6 units of humalog insulin. At 4:00pm, the pt passed out and had to be resuscitated. At 4:30pm, the paramedics came and tested the pt on the paramedic's meter at "160 mg/dl." The pt does not recall the paramedic's treatment. At 5pm, the pt was admitted into the hospital and was tested on a hospital device at "5 mg/dl." The pt was treated with glucagon and diagnosed with hypoglycemia. The pt has not recently changed her testing frequency and diabetes medical regimen. The pt felt the high readings were due to the vitamin c treatment that she had received. She did not feel the meter and strips have malfunctioned. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the test strips and test strip vial were in good condition, the testing technique was correct, the puncture area was cleaned incorrectly, the test strips were within the discard date range, and the meter was coded correctly. This complaint is being reported, because the pt alleged she became hypoglycemia after taking insulin based on a high result obtained on the reported meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.